Manufacturer narrative:
H6: a medtronic representative went to the stie to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p901407, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to aug 2019, and intermittent illuminator current low dating back to sep 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .482mm with a passing threshold of .250mm. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, an internal temp and bump fault. A1102 was coded for localizer faulted message. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a localizer faulted message. During troubleshooting, the manufacturer representative (rep) indicated the network device interface (ndi) toolbox had both an internal temp and bump fault. There was no patient involvement.

Manufacturer narrative:
H2: additional information was received. A vendor analysis of the camera isolated the issue to a faulted battery. The battery and enclosure were replaced and the camera functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.